Event description:
Material # 405671, lot # 0001523530. It was reported by customer that they have experienced 2 episodes where the anesthesia was ineffective. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint - customer called to report that the doctor advised they have experienced 2 episodes where the anesthesia was ineffective. 405671 lot 0001523530 no harm to the pt, had to give additional medication to complete procedure. Samples available - 2 unused products.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material # 405671. Lot # 0001523530. It was reported by customer that they have experienced 2 episodes where the anesthesia was ineffective. Verbatim: rcc received a complaint via phone. Pir attached. Product complaint - customer called to report that the doctor advised they have experienced (B)(4) episodes where the anesthesia was ineffective. 405671 lot 0001523530 no harm to the pt, had to give additional medication to complete procedure. Samples available - (B)(4) unused products

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two samples were provided to our quality team for investigation. The product was visually inspected, no issues were identified within any of the ampules. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001523530 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. The sterilization record was reviewed, no issues were identified. Based on the available information we are not able to identify a root cause related to our process at this time. The medication within the kit is provided by a supplier. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.